Event description:
It was reported, that the pump battery was depleting quickly. The customer¿s blood glucose was between 200-399mg/dl. The customer reverted to an alternate method of insulin therapy.